Manufacturer narrative:
Philips service restarted the system and repositioned the intercom base station. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system froze with the philips logo stuck and required a restart on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.